Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of button failure was confirmed. The button activating the light guide does not illuminate. Cause of button light failure is a defective front panel. Product passed functional testing with a known good front panel installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that light cord button in the lens integrated system would no longer illuminate. Incident occurred while setting-up to a left shoulder procedure. A back-up device was available and no delays occurred.